Event description:
While attempting to activate an instant cold pack for a patient, the cold pack seal broke and the liquid contents spilled onto the nurse's hands. The contents did not reach the patient. The nurse washed both hands immediately and applied ice chips in a biohazard bag to both hands. The nurse went to the emergency room for further treatment.

Manufacturer narrative:
An investigation was initiated of "the seal broke" report. At the time of this report, the device was not available for evaluation. Without the actual sample we are also unable to confirm the report and assign a root cause for your complaint. A review of this internal quality records identified no trends for this issue. If the product is returned in the future, a follow-up report will be filed and an investigation will be reopened to evaluate the returned sample.